Event description:
This report is to advise of a failure event that was observed during analysis.

Manufacturer narrative:
The implantable cardioverter defibrillator was returned without an associated complaint. A failure event was observed during analysis. Final analysis found the atrial septum to be loose. No further anomalies were found.